Event description:
No additional information received. Material #: 305194, batch #: 2228388. It was reported by customer that we experienced a high glide force result of the swfi syringe. They observed a foreign matter conglomerate in the drug vial where the swfi diluent was being dispensed through the bd needle. Verbatim: complaint received via email. In summary, during qualification testing of bd needle # 305194, 23x1-1/2, we experienced a high glide force result of the swfi syringe. After observing this atypical glide force, the technician took the initiative to inspect the individual components in the test setup. Upon inspection the technician observed a foreign matter conglomerate in the drug vial where the swfi diluent was being dispensed through the bd needle. The swfi syringe, needle, and drug vial were sent to xxx for investigation. Particle analysis indicates the foreign matter was a conglomerate comprised of glass and calcium stearate, per the attached report. We are investigating parallel paths in hopes to quickly uncover the source of the foreign matter as quickly as possible. One leg of the investigation is to understand materials used in manufacturing and packaging of the bd needle. Our ask is, for bd to investigate the needle (needle, hub, and packaging) manufacturing process to help us understand where this material conglomerate could have originated and/or rule out originating sources. Update on 6th oct: can you team please check out the report for details on the observed colorless beads as well. The attached report details the observed/ measured materials in the conglomerate. Response received 10 oct 2023 please see the attached material report from takeda¿s analytical lab. We believe this information should be sufficient to guide your investigation. We need to know if any of the material conglomerate components/properties identified in the attached report are present in your process.

Manufacturer narrative:
(B)(4) follow up for device evaluation. During a non-clinical laboratory test, a reported clog of foreign matter conglomerate was found in a drug vial where diluent was being dispensed through a bd needle. To aid in the investigation, one sample with no packaging blister and a microscope plate with a foreign matter was received for evaluation by our quality team. The foreign matter was inspected under a 30x microscope and spherical particles were observed. The clog material was compared to a processing material (glass beads) using sem and edx techniques. Bd was able to confirm that the clog material is consistent in size, shape, and elemental composition of known glass beads. The edx analysis also identified peaks of carbon and chlorine which are not part of the glass bead composition, that is assumed to be coming from the drug product. The customer reported that the clog was detected during glide force testing in a lab setting; the glide force testing results were shared and indicated an associated max glide force of 21.97 n (while unclogged samples ranged from 2.00-2.88 n). A device history record review was completed for provided material number 305194, lot 2228388. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. A complaints review was completed and during the last 3 years, there have been no other similar events reported for this lot, sku, other skus, and failure mode (clog due to presence of glass beads). There are quality controls in place during the manufacturing process including a washing process and visual inspection during cannula manufacturing. There is also a vision system during the needle assembly process to detect clogs. The aql for clogged needles is (B)(4) (per customer specification (B)(4)); based on the quantity manufactured, the occurrence of the single clogged needle remains below the aql. A review of the complaint history confirmed that the occurrence of this failure mode (clog due to presence of glass beads) is considered improbable per bd¿s risk management file (approximately <1 per million). It is likely that a user would identify the clog at roughly 10 times the glide force compared to an unclogged needle. Additionally, the needle product as well as the processing material (glass beads) have been assessed for biocompatibility consistent with the iso 10993 standard. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a foreign matter conglomerate in the drug vial where the diluent was being dispensed through a bd needle. To aid in the investigation, one sample with no packaging blister and a microscope plate with a foreign matter was received for evaluation by our quality team. The foreign matter was inspected under a 30x microscope and rounded particles were observed. No other information could be obtained from the sample. The dimensions of the foreign matter particles were provided by the customer. The dimensions do not match the size of the beads used in the cannula manufacturing process. A request was made to the supplier of the beads to analyze the foreign matter sample received. The supplier confirmed the foreign matter could not be tested due to the medication contamination. A fourier-transform infrared spectroscopy (ftir) analysis was provided. One chart shows a 53.84% match to alumina silicate #1. This percent is low matching and considered inconclusive. The second chart shows a 91.02% match to calcium stearate #1. This does not correlate with the materials used in manufacturing. A device history record review was completed for provided material number 305194, lot 2228388. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Pr 9021451 additional information material #: 305194 batch #: 2228388. It was reported by customer that we experienced a high glide force result of the swfi syringe. They observed a foreign matter conglomerate in the drug vial where the swfi diluent was being dispensed through the bd needle. Verbatim: complaint received via email. Email(s) attached. In summary, during qualification testing of bd needle # 305194, 23x1-1/2, we experienced a high glide force result of the swfi syringe. After observing this atypical glide force, the technician took the initiative to inspect the individual components in the test setup. Upon inspection the technician observed a foreign matter conglomerate in the drug vial where the swfi diluent was being dispensed through the bd needle. The swfi syringe, needle, and drug vial were sent to xxx for investigation. Particle analysis indicates the foreign matter was a conglomerate comprised of glass and calcium stearate, per the attached report. We are investigating parallel paths in hopes to quickly uncover the source of the foreign matter as quickly as possible. One leg of the investigation is to understand materials used in manufacturing and packaging of the bd needle. Our ask is, for bd to investigate the needle (needle, hub, and packaging) manufacturing process to help us understand where this material conglomerate could have originated and/or rule out originating sources. Update on 6th oct: can you team please check out the report for details on the observed colorless beads as well. The attached report details the observed/ measured materials in the conglomerate. Response received 10 oct 2023 please see the attached material report from takeda¿s analytical lab. We believe this information should be sufficient to guide your investigation. We need to know if any of the material conglomerate components/properties identified in the attached report are present in your process.

Event description:
Material #: 305194. Batch #: 2228388. It was reported by customer that we experienced a high glide force result of the swfi syringe. They observed a foreign matter conglomerate in the drug vial where the swfi diluent was being dispensed through the bd needle. Verbatim: complaint received via email. Email(s) attached. In summary, during qualification testing of bd needle # 305194, 23x1-1/2, we experienced a high glide force result of the swfi syringe. After observing this atypical glide force, the technician took the initiative to inspect the individual components in the test setup. Upon inspection the technician observed a foreign matter conglomerate in the drug vial where the swfi diluent was being dispensed through the bd needle. The swfi syringe, needle, and drug vial were sent to xxx for investigation. Particle analysis indicates the foreign matter was a conglomerate comprised of glass and calcium stearate, per the attached report. We are investigating parallel paths in hopes to quickly uncover the source of the foreign matter as quickly as possible. One leg of the investigation is to understand materials used in manufacturing and packaging of the bd needle. Our ask is, for bd to investigate the needle (needle, hub, and packaging) manufacturing process to help us understand where this material conglomerate could have originated and/or rule out originating sources. Update on 6th oct: can you team please check out the report for details on the observed colorless beads as well. The attached report details the observed/ measured materials in the conglomerate.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a180104 - device contamination with chemical or other material (2944) patient problem code: f27 ¿ no patient involvement.